Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise, oversensing and pacing inhibition were detected on the right ventricular (rv) channel. The pacing inhibition did not result in greater than 2 seconds of asystole. The root cause for the clinical observations was not determined. As a result, the associated rv lead was explanted and replaced. This pacemaker remains in service with the newly implanted leads. No additional adverse patient effects were reported.